Event description:
It was reported that about 6 weeks ago they were in the hospital for an MRI and had to turn their device off for the MRI. The patient reported they had a difficult time connecting as it kept saying it wasn't connected to the internet. The patient reported the nurse at the hospital took the device and "got it to disconnect" but the patient reported when they got home and went to turn it back on they were getting 'internal device has lost all data contact your clinician.' The agent reviewed the message meaning. The patient stated they tried to call a manufacturing representative (rep) that patient had always worked with and stated it must have been right at thanksgiving but stated they were told the rep no longer works for the manufacturer and they were given number for another rep, but the patient stated they never called that rep. They stated since then they got sick and ended up in the hospital. The patient reported they had been without their device working for about 6 weeks. The agent tried to clarify if nurse put patient's implant into MRI mode before the MRI scan and patient stated they think they must have but stated they don't know and stated the nurse was trying to hook up to the internet and stated they thought it wouldn't do anything if it wasn't hooked up to internet and the nurse just kept mashing on buttons and finally said they got it and the patient just believed them. The agent reviewed MRI mode and external dev ices overview. The patient mentioned they had put device into MRI mode many times before and it had always worked but this time it did not work and the nurse got impatient and did it so the patient stated they don't know what happened but it had not been working since. The patient provided event date as november, around the (B)(6). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the sickness and hospitalization was not related to the device or therapy. When asked to clarify the statement "the device was not working" the hcp noted this was describing an issue with the "therapy" and that "patient could no switch to MRI mode." They noted that this was not caused by normal battery depletion and the root cause was not determined. The hcp noted that the likely cause was "patient error - the rep fixed the issue" and noted that the issue had been resolved. When asked the cause of the "internal device has lost all data contact your clinician" message, the hp noted the cause was not determined and no likely cause was listed. The hcp did however indicate that this issue was fixed by the rep and has been resolved. When asked the cause of the difficulty in connecting to the device prior to patient's MRI, the hcp noted the cause was unknown and no likely cause or steps taken were listed. The hcp noted the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.